Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for 9 hours with multiple basal rates. The insulin pump functioned properly. No blank display, time clock or unexpected restart noted during testing. The insulin pump passed functional testing and all operating currents were normal. No damage inside pump noted. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump was dropped and turned off by itself. The customer stated the insulin pump turned back on after a battery change, but he had to change the battery several times and push the buttons before it would turn back on. The customer stated when he put the battery back in initially, he received a battery alert and the screen went blank again. When the insulin pump finally did turn on after a couple more batteries, the date was showing (B)(6) 2014 instead of (B)(6) 2014. The customer's blood glucose was 61 mg/dl. There were scratches noted on the lcd screen. The self-test was performed and passed. The displacement test was performed and the insulin pump gave a no reservoir alert. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.